Manufacturer narrative:
Smoke emanation and smell of burnt when switching on the unit. The transformer has burnt. The unit does not function anymore except the fan. The perfect o2 is the same /similar to the irc5po2 product or products which are, or have been manufactured and/or marketed by invacare in u.s. The alleged incident occurred in (B)(6).

Event description:
Smoke emanation and smell of burnt when switching on the unit. The transformer has burnt. The unit does not function anymore except the fan. The perfect o2 is the same /similar to the irc5po2 product or products which are, or have been manufactured and/or marketed by invacare in u.s. The alleged incident occurred in (B)(6).